Event description:
The customer reports there was a problem of air bubbles inside the infusion line during a procedure. There was no patient harm. Further information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Further information has been requested. (B)(4).